Event description:
Patient reported she tried to prime pump and it wouldn't work. Pump has been working since. Product is not available for investigation. Product was not replaced. Patient has a back up pump to switch to. Patient successfully continued therapy. Therapy is life sustaining. Event is resolved. No further information, details or dates provided. Serial number for defective device not provided by patient; patient has 2 pumps currently. Provided are the serial numbers for both pumps: (B)(6).